Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was outside of clinical use when the issue occurred. In addition, the monitor displaying a blue screen was an intermittent issue. The user performed a restart of the system, but the problem persisted. During remote troubleshooting, the customer reported to the philips remote service engineer (rse) that the monitor was displaying a blue screen. The remote service engineer (rse) gave repair action to the field service engineer (fse) and suggested an onsite visit. During the follow-up visit by the field service engineer, troubleshooting action of removing the single board computer was completed. The fse found that the pins were broken on the back panel. The fse replaced the single board computer and the pc box. Cables from the hard disk to the single board computer were also replaced. Additional troubleshooting actions showed that the cable from the single board computer to the r cabinet switch was defective. Log file analysis was completed, however, did not confirm a malfunction. After the cables were replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and device problem code were corrected.

Event description:
It was reported to philips that the monitor was displaying a blue screen. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced single board computer (sbc), computer box and back panel which resolved the issue. The device was returned to use in good working order.